Event description:
A report was received stating that the device was in use with the pt for 48 hours when a tear at the shaft was noticed exposing coiling. Emergent tracheostomy change was required.

Manufacturer narrative:
The suspect device was returned for eval. Upon visual inspection, a large split was found in the proximal end of the shaft just below the connector. No cuts were evident at the split location. The shaft appeared to be crushed, pushing the wires through the wall and splitting the shaft in two locations. The physical characteristics of the split are consistent with damage caused by a sharp object coming into contact with the product. Mfg review could not be completed as no lot number was provided. If the split had been there prior to product release, it would have been detected and the product would have been scrapped. No evidence was found to suggest the reported event was caused by an intrinsic defect in the product.